Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, physician realized that the plug was not inserted into the svc port. Patient was brought back in the lab, the incision was reopened and the plug was inserted into the svc port. Patient did well and measurements were stable.